Event description:
A review of programming history confirmed that the ifi flag was seen on a system diagnostic test performed on (B)(6) 2012 . The implant card stated that the generator replacement was due to battery depletion with near end of service checked yes. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2012 report that at the time of the patient's last office visit (date unknown), the patient's sister stated that sometimes the patient's seizure events were "quite intense or violent." No medication changes were made at this time, but it was recommended to check laboratory studies which were subsequently performed in early september. Based on these studies, the patient's medication was changed. Since these changes, there has been an improvement in seizure control and the seizure events are shorter in duration and much less intense or violent. The patient experiences a quicker recovery as well. It is unknown what the relationship is between the change in seizure pattern and vns; however, attempts have been made to get additional information. Notes also indicate that the patient has obstructive sleep apnea which has been reported in MFR #: 1644487-2012-03209.

Event description:
It was reported that the patient had his generator replaced on (B)(6) 2013. The explanted device was destroyed per hospital protocol. Additional information from the physician found that the change in seizure pattern (intense seizures) was unrelated to vns. It was stated that the patient's lamictal medication was increased, after which the patient's sister reported that the seizures were much less intense or violent. Per the physician, the patient had fewer seizures which were shorter in duration and much less intense or violent. In addition, the patient has a quicker recovery. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the event. No additional information was provided.